Manufacturer narrative:
Mw5072752.

Event description:
The user facility reported that the device overheated during a laminectomy, resulting in a second degree burn to the patient. The user facility reported the burn was second degree. The user facility was unaware if there was a surgical delay. No medical intervention was reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a laminectomy, resulting in a second degree burn to the patient. The user facility reported the burn was second degree. The user facility was unaware if there was a surgical delay. No medical intervention was reported.